Event description:
It was reported that the customer experienced an ongoing intermittent low blood glucose (bg) level of 74mg/dl to displayed as "low"; however, specific value was not provided. Low bg cause was not known. Customer¿consumed carbohydrates¿to address bg.¿recommendation was made to consult with a healthcare provider to discuss diabetes management.